Event description:
The patient reported the surgeon implanted a 12.6 mm micl 12.6 implantable collamer lens in her right eye (od) on (B)(6) 2006. The patient reported having been prescribed eye drops for at least three consecutive months/or had to have surgery because physician stated patient had high pressure or glaucoma inside the eye. The icl remains implanted.

Manufacturer narrative:
(B)(4): method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).